Event description:
Patient was implanted 3/12 yrs ago--has been suffering of chronic abdominal pain since. Also suffered sporadix chills, fever, vomitting, etc. A portion of mesh was explanted in 2006, patient is free of pain and other symptoms.

Manufacturer narrative:
Pre operative report, patient had and exploratory lap via a right transverse incision, excision of right lower quadrant age of kugel patch. Operative findinds stated "no evidence of obstruction or any significant adhesions intraabdominally. No evidence for fracture of expansion ring of the kugel patch or any other side a possible defect associated with it."